Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 53mm abdominal aortic aneurysm. Vessel morphology at implant was reported as the proximal neck diameter was 22mm and 27mm immediately above the aneurysm. Length of the proximal neck was 23mm. It was also noted that the proximal neck has a conical anterior angle. During the index procedure, a final angiogram identified a type ia endoleak. Per the physician, the cause of the endoleak was due to not enough right posterior wall apposition. Further treatment is scheduled. No clinical sequelae were reported and the patient will continue to be monitored by the physician. Film review analysis: review of pre-implant sizing worksheet confirmed that the patient had a conical neck that tapered out from 22 ¿ 27mm over a 13mm length, and 23mm below the renals was 29mm in diameter. The neck was noted as moderately anteriorly angulated; however the amount of angulation could not be verified from this drawing. Mild thrombus and calcification was also noted on the worksheet. Several still angio images at implant revealed that the endurant bifurcate was implanted just below the renals. The infrarenal neck and proximal aortic body were angulated approximately 55deg r-l; relative to the aaa/limbs. There appeared to be minimal proximal stent graft apposition along the outer curvature (right wall) of the neck, and contrast was seen within the sac from a likely proximal type I endoleak. No other stent graft issues were observed. The likely cause of the proximal type I endoleak was confirmed to be due to implanting within the short, conical and angulated proximal neck.